Event description:
Boston scientific was informed that during an hta procedure, the physician observed a second degree burn on the pt. The pt had micronor preop. The pt was dilated to 23 french. A tenaculum and a speculum were used. The physician reported a "snug fit" inserting an unspecified type of scope. The procedure was going perfectly, when an alarm went off 3 minutes into the ablation. Initially sponges were dry so restarted. Then alarm went off again. Cooling was initiated and then removal of scope. The physician indicated the sponges were warm as was the speculum. A second degree burn to introitus on right approx one and a half to two centimeters was observed. Pt admitted overnight for pain control and discharged at the next afternoon. Pain was controlled but not gone. The physician saw the pt four days post procedure, the pt was still sore and had a blister at introitus. Premarin cream was instilled into the pts vagina and instruction given to apply nightly as well as silvadene and lidocaine gel. The physician is scheduled to reassess in a week.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. A ship history was performed resulting in one probable lot number. A DHR review did not yield any manufacturing related issues which would contribute to this event and the product was not returned for analysis. From the information provided, the device alarmed which provides evidence that the console worked as designed. A review of the labeling was performed which includes the dfu/users manual. It is important to ensure a good cervical seal when performing hta procedures. The hta user's manual contains warnings and precautions of hta use; some of which specifically refer to the importance of the cervical seal to prevent thermal injury. The user manual makes reference to the importance of obtaining, maintaining and observing the cervical seal in order to prevent thermal injuries to the pt. The hta users manual states that thermal injuries are a potential adverse event associated with the use of hta.